Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during an acl reconstruction procedure the entire 30mm tip all the way to the screw driver shaft of the customer's modular driver 30mm broke off in the patient on the last turn to tighten the screw. The sales rep stated that the broken tip was removed from the patient with no further issues and confirmed that there was no debris left in the patient. The sales rep reported that the surgeon was able to complete the procedure with the device before the failure occurred with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device has seen heavy use in the field. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is possible excess pressure was applied causing the device to break. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.